Event description:
It was reported that a patient had an implantable neurostimulator (ins) off for several years because the original lead placement was not ideal, which led to poor therapy. The percentage of symptom reduction with the prior lead was unknown. The patient didn¿t follow up to address the issue and instead turned the ins off at that time. She was implanted with a new lead the day of the report. The patient was doing well following the replacement.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v437452, implanted: (B)(6) 2010, product type: lead. Product ID: 3889-28, lot# v558076, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).